Manufacturer narrative:
The main component of the system and other applicable components are: product ID: 8781, lot# n585545004, serial# (B)(4), implanted: (B)(6) 2015, product type: catheter. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider via a company representative who was being treated with lioresal intrathecal (concentration, dose, lot # unknown). The patient's indication for use was intractable spasticity. On (B)(6) 2016, the patient was treated with macrobid for a urinary tract infection. On (B)(6) 2016, the patient saw a doctor in a clinic (details not provided). The patient thought he was in withdrawal on (B)(6) 2016 as he experienced increased spasms, hot flashes, tingling, and had experienced an erection for 4 hours. It was unknown if there were any environmental factors that contributed to the issue. There was no troubleshooting/diagnostics performed; however, a (B)(6) study was going to be performed on (B)(6) 2016. The issue had not been resolved as of the date of this report. The patient's status was alive without injury and no surgical intervention had occurred or was planned. The patient's medical history, additional medications taken at the time of the report, cause, and outcome of the events was not provided. On 05/04/2016, information was received from a healthcare provider via a company representative who indicated that the (B)(6) study was performed. Initially, aspiration was slow but then it aspirated easily. A 0.01 ml prime was performed with the pump on a table. It was noted that the drug was delivering. The concentration was 2000 mcg and the dose was over 200 mcg. The physician indicated that the mylogram was "nice," and kept the patient at the same dose. The catheter was primed at the end of the procedure. Additional information indicated that the cause of the aspiration difficulty was unknown. Additional information received from the physician indicated that a report had not been received from the surgeon so the cause of the symptoms and difficulty aspirating the catheter were unknown. The patient's pump was removed, the pump and catheter were 'supposedly' flushed through and then the pump was re-secured and the patient's symptoms had resolved. If additional information is received, a follow-up report will be sent.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.